Event description:
It was reported that the patient went to the emergency room due to a seizure. The emergency physician requested that the company representative come and communicate with the patient's device. By the time the company representative got to the hospital, the patient had left the emergency room against medical advise. No further relevant information has been received to date.